Event description:
The customer reorted that while running an htlv I/ii assay, ortho summit sample handling system failed to add sample to wells e8, f8, g8 and h8 and no error message was issued to the user. The customer aborted the plate and a field service engineer was dispatched. The engineer inspected the plate and confirmed the problem. Defective tip clamps and plunger clamps were replaced and diagnostic checks were performed. No death or serious injury was associated with this event.